Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of a button error and low reservoir alarm from the insulin pump. The customer's blood glucose reading was 86 mg/dl. The customer stated that she received a no reservoir alarm and could not clear it. The customer stated that when she pressed the escape and act button, it took her to the main menu and went back to the low reservoir screen. The customer did not put in a new reservoir before calling. The customer was advised to put in a new reservoir and see if the alarm will clear.